Event description:
A pt reported blood glucose results of 212 mg/dl and 155 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt re-tested just before calling and obtained results of 240 mg/dl, 242 mg/dl and 252 mg/dl. A walk through was also performed with customer service and the pt obtained 101 mg/dl and 104 mg/dl.